Event description:
It was reported that a patient underwent a laparoscopic appendectomy on (B)(6) 2011 and suture was used. The suture broke while the surgeon was suturing the dermal layer of tissue. The procedure was completed with a same like device. There were no adverse pateint consequences.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.